Manufacturer narrative:
A ge service representative performed an on site investigation. The generator software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed data errors resulting in a non-recoverable loss of fluoroscopic functionality. No patient serious injury or death was reported related to this event.